Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device had entered safety mode. A boston scientific technical services consultant communicated the reasons this can occur and informed the caller that the device should be replaced emergently. The physician stated this patient is in her 90's and he would like to avoid replacement for 3-4 months if this is possible. A boston scientific engineer reviewed the device data which showed the power level was being affected by frequent atrial tachycardia response (atr) episodes. The data does not provide the reason the device went into safety mode; however, the programmer would provide the reason on the fault screen or printout. Based on the previous battery and power consumption levels and if the reason for entering safety mode wasn't power related, the device should be able to function with the above settings for several months. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to update the additional manufacturing narrative.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. Additionally, the associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinically observed error message was reproduced. Memory review confirmed that the device underwent a reset due to memory corruption which resulted in the observed error message. Following the reset, the device reverted to a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was subsequently explanted and replaced. No additional adverse patient effects were reported.